Event description:
It was reported that during implant the lead dislodged while slitting. The lead was removed and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).